Event description:
Event: (cc# 98-00799) after iabp for twelve days, the iab leaked. Blood was noted in the tubing and the iab was removed. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 6/26/98. [Patient's current status]: unk - rpt'd 6/26/98.